Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the tubing had disconnected at the diff (differential) mix chamber check valve. Prior to his service visit, the customer had reconnected this line and upon arrival, the fse secured the tubing so it would not come loose again. (B)(4).

Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. The cassettes of the dxh 800 system were dragging in about ½ ml of clear fluid along the bottom of the specimen transport module (stm) of the instrument. The leak was contained within the system. The dxh 800 system was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The operator was wearing personal protective equipment of gloves, labcoat and glasses. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.